Event description:
The customer was performing american college of radiology (acr) phantom testing and quality controlled the operation of the collision detection pads by initiating a simulated collision to put the camera into an e-stop state. It was recognized by the trained user that lower arm top right collision pad was not working. There was no report of harm to a patient, operator, or by stander. Each pad is tested and the e-stop cleared by use of override on the touchscreen before attempting to simulate collision on the next pad and repeating until all pads are tested. When the trained operator recognized the lower arm top right collision pad was not working they stopped use of the system and called the customer care solution center (ccsc) initiating the dispatch of the field service engineer (fse) for investigation and repair of the system. The collision pad was replaced, tested, and released to the customer for use.

Manufacturer narrative:
(B)(4). We will file a follow-up MDR at the completion of the investigation. (B)(4).